Manufacturer narrative:
The estradiol iii reagent lot number with expiration date was not provided.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 402 analytical unit. Patient 1 initial result was 1064 pg/ml. The clinician stated the result did not correspond to the patient¿s clinical status. The sample was repeated with a result of 237 pg/ml. The repeat result with a ½ dilution was 223 pg/ml. Patient 2 initial result was 416 pg/ml. The sample was repeated twice with results of 129 pg/ml.

Manufacturer narrative:
The analyzer alarm trace did not show any issues with the analyzer. The investigation determined the issue was due to pre-analytical or reagent handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.